Event description:
It was reported that during use of the ptd, several basket wires fractured, but the basket remained attached to the cable. A loop snare was required to remove the basket. There were no pt complications.